Event description:
A patient was admitted with acute chest pain. Pt diagnosed with acute anterior myocardial infarction. Patient urgently scheduled for cardiac catheterization and possible intervention. During cardiac procedure, an angiogram of the left cartoid artery was completed. The areas which needed emergent treatment were identified. The patient was unstable. The c-arm could not be angled. However, the table still worked. While in the left anterior descending cranial position "near collision", was the only error message. The x-ray equipment was rebooted and it again worked for the rest of the case. This rebooting process takes at least 10 minutes and can be valuable time lost to the patient's myocardium.